Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was given complete pump reset instructions and planned to reset pump when ready, with agreement to contact technical support again if problem continued.